Manufacturer narrative:
(B)(4). Investigation summary: according to the information received, when opening the jaws of the stapler, the gst60b popped out of the stapler and fell into the abdomen. The scrub tech continued to attempt to load the gst60b reload but it would not fit. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device u95j1p , and no non-conformances were identified. Manufacturing date:. 10/21/2020 expiration date: 9/30/2023.

Event description:
During a laparoscopic appendectomy, a psee60a and a gst60w were successfully used to transect the mesoappendix. A gst60b was loaded into the stapler to fire across the cecum. When opening the jaws of the stapler, the gst60b popped out of the stapler and fell into the abdomen. The stapler and reload were removed from the patient. The jaws of the stapler were inspected for material interfering with loading the reload, but no obstructions were identified. All components on the previously used white reload were accounted for. The scrub tech continued to attempt to load the gst60b reload but it would not fit. The metal portion on the bottom of the reload was too wide. A new reload was opened and the new reload did not fit either. A new psee60a was opened and neither of the blue reloads fit into the new psee60a. A new white reload was loaded into the second psee60a and used to transect the cecum. The surgeon allowed over 15 seconds for compression and pulse fired the stapler. The transection with a gst60w was successful. There were no patient consequences.